Event description:
The patient was undergoing an embolization of a high flow spinal arterial venous malfunction (avm). The nbca was mixed with ethiodized oil 30% glue with 70% ethiodized oil. It was reported that after mixing the solution the physician tested the mixture with his finger, and it did not feel sticky. The procedure continued. Radiographic images show a greater than 3cm pouch of glue in the venous system. After the embolization there was no other surgery performed. The patient still has lower extremity paralysis which was not present prior to the procedure.